Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fracture, non-capture, high impedance, under-sensing and multiple short ventricle-ventricle intervals. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.